Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time was 80 mg/dl. The customer was advised that it shows more than two bars. The customer was advised to clean battery cap with a dry cotton swab. The customer was instructed to wait 5 seconds before inserting new battery. The customer was advised to revert to back up plan and we will ship a replacement battery cap. The customer advised of low battery and battery test failed alerts occuring when placing new batteries in. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of was 80 mg/dl. The customer stated that there is crack running down battery chamber from top down to the bottom of the threads with an additional crack going across. The customer was advised at top and across the chamber. The customer doesn't know how the damage occurred. The customer was advised that the device would be replaced.